Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the plastic stiffener got stuck inside the catheter and was difficult to remove. The target area was located in the biliary duct. A flexima¿ was selected for use. During procedure, when the tip of the catheter was inside the bile duct the metallic stiffener was changed with a plastic one. The catheter was then inserted on the bowel. However, when the physician was attempting to remove the plastic stiffener it only moved a few centimeter and was stuck. Any kind of manipulation did not worked and suddenly the hub of the catheter fell off. The catheter was then removed after hard work and having to sedated the patient. The procedure was completed with a different device. No further patient complications were reported and patient only experienced a little bit of pain after the fentanyl dose.